Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an implantable pulse generator implant procedure, the patient experienced pain while being moved from the operating table. An x-ray, echocardiogram and fluoroscopy were all performed with no findings. A computerized tomography (CT) scan indicated microperforation by the right atrial (ra) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died due to pericardial effusion sustained as a result of cardiac perforation.